Event description:
I have been using gum toothbrushes consistently for years. The last few I have used, however, are constantly losing bristles while I've been brushing. These are brushes that I have bulk purchased on amazon, bought singly at pharmacies or have been given to me by my dentist.